Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was used to ligate the cystic duct. A week later, the patient returned with a small bile leak. The patient was stented and sent home. Everything worked as intended during the original procedure.